Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip cable was frayed at the distal idler pulley. The frayed cable strands were found sticking out at the wrist. Additionally, further inspection identified a damaged conductor wire with no material missing. The instrument was subjected to electrical continuity and passed testing. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the maryland bipolar forceps instrument (pn: 470172-16, batch-sequence: n10200121-0201) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4) on the 7th use of the instrument. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the user observed a frayed cable on the tip of the maryland bipolar forceps instrument. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.